Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had elevated thresholds compared to previous measurements. It was noted that under fluoroscopy, the lv lead appeared to have moved from its original location within the coronary sinus. After dislodgement, the physician tried multiple attempts to reposition within the coronary sinus to no avail. The physician then attempted to gain a new percutaneous venous access point but was unsuccessful. During the access attempts it was noted that the patient airway became compromised and further attempts at venous access were aborted. It was noted that the lv lead appeared to have insulation damage on the upper third portion of the lead. The lead was capped and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.